Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture this record is for an unknown side. Device remains implanted.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: black particles, flat creases, a broken shell with a sharp edge on the posterior side, and a weight test of the explanted material was verified and it was underweight. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a broken shell with sharp edge assessed as an unidentified tear opening additional, corrected, and/or changed data: g.3, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device was explanted. This record is for the right side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported rupture this record is for an unknown side. Device remains implanted.